Event description:
The ER staff was preparing to defibrillate a pt (age and gender unk) using the device paddles. When the staff attmpted to charge the device (joule setting unk) the screen displayed an "error 44" message. The staff immediately obtained another device, and successfully defibrillated the pt. There was no adverse effect on the pt.